Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low. Customer¿s blood glucose level ranged between 40-60 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.